Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that following the patients hip replacement surgery, the pulse generator was exposed to electrocautery and went into backup vvi mode. The device remained implanted.